Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the head set sometimes does not stick enough; self-adhesive separates from customer's skin after 6 hours. No adverse event reported. Requested return of the alleged device for evaluation.